Event description:
The reporter stated that the surgeon inserted a intraocular lens and the lens tore upon insertion into the eye with the cq cartridge-fp. No pt injury. The lens remains implanted.

Manufacturer narrative:
H6 method (other): a lot number search was performed for the cartridge. Results (other): a cartridge lot number search was performed and four similar complaints were found within the search.